Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection cardiosave intra-aortic balloon pump (iabp) has insufficient positive pressure in the compressor. There was no patient involvement.